Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a detailed analysis was performed. The lead returned was severed 75 millimeters from the terminal pin. Two segments of the lead were returned, a terminal segment and midbody segment. The tip segment of the lead was not returned. All conductor of the lead ends were cut. The second segment of the lead is very curled, into an s shape. Insulation and lead deformations include: flattened, and inner insulation damage/torn, and the outer insulation has scratches at some of these locations, most likely from grabbing tools at the explant procedure. Electro-cautery damage was noted in several places. The lead segments that were returned passed all electrical testing.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc) and pace impedance measurements over 2000 ohms. Further evaluation found that the lead was fractured. As a result a revision was performed and the lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.